Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the left ventricular (lv) lead exhibited rising and high thresholds, and no capture at maximum output on all vectors. It was also reported that the implantable pulse generator (ipg) exhibited a pacing problem with no right ventricular capture. The patient was brought into the office for evaluation. Diagnostic testing with zio patch revealed what appear to be pacing with no right ventricular (rv) lead capture, but stable thresholds. The lv lead was programmed off. Review of stored device data revealed rv lead loss of capture. Since the lv lead was programmed off, it was determined there was an intermittent threshold issue on the rv lead. Subsequent, evaluation revealed that an infection occurred. A system removal was performed. The patient to be evaluated and considered for additional system implant at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.